Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure, the connection between the tablet hosting the mobile programmer application and patient connector became unstable when attempting defibrillation threshold testing (dft). It was also noted that the electrocardiograms (ECG's) exhibited noise. The session was ended, turned off, and reinterrogation performed, however the issue persisted. It was decided to proceed with two shock events. After the first shock, three attempts were made to interrogate the shock data, however the ECG were displayed as dotted and interrogation would not complete. After continued attempts, the interrogation was able to be completed. No patient complications were reported as a result of this event.